Manufacturer narrative:
The insulin pump had full segment display. Unable to perform the idle current test, run current test, self-test, off no power test, unexpected restart alarm test, basic occlusion test, occlusion test, prime and compromised force sensor system test, excessive no delivery test, and displacement test due to full segment display. The insulin pump was received with minor scratched window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump's screen was damaged. The customer's blood glucose level was unknown. The device was returned for analysis.